Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported that an o-ring was found on the pneumatic tap of the cartridge. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy successfully.